Event description:
It was reported that during use of the iab, the pump experienced multiple alarms. Since no obvious problem was identified, it was suspected that the alarms were due to the pt vasculature. When the iab was in the process of being removed, it was noticed that the balloon material was not adhering to the catheter at the proximal balloon/catheter junction. A surgeon was called to complete the removal process. There were no pt complications.